Event description:
Actual error: yes. I used the clear care with hydrogen peroxide to soak my contacts in and then rinse them with it and put them in my eye. Medication administered to or used by the patient: yes. (B)(4).